Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient experienced a "swollen/milky cornea" during a procedure. The surgeon indicated that a milky substance appeared causing an obstruction of the field. It was also noted on a follow up that the surgeon confirmed that she could see two streams coming out of the sleeves. In the surgeon's opinion, balanced salt solution came out of sleeves through the irrigation holes so rapidly that caused turbulences that made the viscoelastic flush away and flushed endothelium cells and turned the cornea milky. Additional information provided through a company representative indicated that this clinic sterilizes tips up to 10 times and uses one cassette for one day for different surgeries. Additional information has been requested.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿there were three surgeons from this facility who experienced the same ¿misty corneas¿ after their cases, according to the translated report provided for review. The power changed form 100% to 60%. The surgeon says that milky substance appears and she cannot see the field and that swollen cornea/milky cornea appears. This surgeon performs surgery in the following way: the lens with cataract is moved into the anterior chamber near to endothelium. The main surgeon confirmed that she can see 2 streams coming out of sleeves that cause turbulence, which makes viscoelastic flushed away and it causes that endothelium cells are flushed. The cornea turns milky. The surgeon uses viscoelastic and balanced salt solution (bss) as usual. The company representative provided additional information on the reported events. The information is as follows: the main surgeon, was given parameter choices upon initial installation; it was at this time that the parameters chosen were close to that of the infiniti (per the main surgeon¿s preference). The surgeon was given information that the parameters differ from the two systems, forcing greater aspiration rates. The surgeon stated that the parameters should be set for hard cataract and should match that of the first systems settings, regardless of the reps recommendations. All three of the surgeons and the company representative took a substantial amount of time reviewing the parameters for each surgeon. The main surgeon reported an issue and asked the company representative to attend the following day¿s cases. However, the surgeon switched the time of the attending cases and the representative was not able to attend the cases for that day. The representative still examined the system after cases. The emergency power supply, system message (sm) code had been triggered upon shut down. The event log showed that the system had been turned off incorrectly, since (B)(6), and the plug had been removed from the socket without the system being properly shut down. The company representative attempted to phone the main surgeon about the findings, to no avail. The surgeon reported more cases of the same corneal issues. Both company representatives attended the cases and again changed the parameters for the surgeon. The representatives confirmed to have observed the following: the aspiration was too high, consumables are reused, the surgeon¿s reticle is set for +3 diopters, the blunt tips are forcing greater aspiration rates with handpiece, the surgeon was not able to effectively detect when switching from stage 2 to stage 3 during cases, and the irrigation holes are often aimed in the direction of the endothelium. These recommendations have been discussed with the surgeon already. A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive iol insertion, instrument contact, or retained lens fragments. It should be noted however that phacoemulsification has the lowest rates for corneal edema and corneal transplantation (0.62%) when compared to other cataract surgeries (icce=1.4%, ecce=0.63%) 1 . In most instances, minimal endothelial cell loss in cataract surgery has a widely accepted risk to benefit ratio. Advances in endocapsular phacoemulsification procedures, instruments, iols, and related materials such as viscoelastic substances appear to have helped decrease the degree of endothelial damage. Several factors interact to ensure corneal transparency in the normal eye. The corneal stroma naturally imbibes water because of two forces: the hydrophilic proteoglycans that exert an osmotic pressure to pull water into the stroma and the intraocular pressure that drives water through the endothelial barrier. The corneal endothelium counteracts this response actively by dehydrating the stroma by acting as a pump, as well as passively through the integrity of the cellular membrane barrier. The epithelial cellular membrane also acts as a barrier. The endothelial barrier is leaky, but the leak rate normally equals the metabolic pump rate so that the endothelium maintains stromal water content to 78%. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm2 are needed to provide adequate corneal dehydration, and clarity. Corneal edema after cataract surgery can be caused by various factors as mentioned above. There is insufficient information regarding the patient¿s ocular history and detailed events surrounding the occurrence. Ultrasonic power is a setting controlled and modified by the surgeon, therefore contributor to the event may be surgical technique as well as patient corneal pathology.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However the battery for the system was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 21, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).